Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the band on the sheath had moved from its original location and appeared to be fixed in its new location, not loose. There were visible swage marks where the band was originally placed when viewed under magnification. Removed the dilator from the introducer sheath. With the dilator removed, the band remained fixed in its current position. The dilator had some residue on it, no other defects were noted. Measurements were taken and indicate some ovality, possibly due to the coiling as received. Attempted to place the dilator back into the introducer sheath and resistance was met at the band. An attempt to slide the dilator under the band was made from both the proximal and distal ends of the introducer sheath. Resistance was met from both sides. The dilator cannot be re-inserted into the introducer sheath past the band. The removal of the dilator may have taken away support beneath the band allowing ID collapse. With the dilator removed the band remains fixed in its current position, not easily moved. The result of the investigation was confirmed as the marker band moved from its original location, root cause unk. It is unk if pt or procedural issues contributed to this event. The IFU (info for use) states the following: pre-dilate the accessed vessel with a 12 french dilator.

Event description:
It was reported the marker on the sheath moved up two-thirds of the way during a filter retrieval via the jugular. The band remained attached. The sheath was removed from the pt and another one was used successfully to complete the case. There was no pt injury reported.